Manufacturer narrative:
The actual device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. A device mfg record review was conducted and confirmed there were no deviations or non-conformances during the mfg process. Product labeling, material, and process controls were within specifications.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the device manufacture's investigation.

Event description:
During a review of the patient's medical records, it was discovered the patient had hernia repair surgery in (B)(6) 2013. Numerous attempts have been made to obtain the patient's medical records pertaining to this specific event without success.